Manufacturer narrative:
The product was returned in a packaging different from the original packaging. A screw implant is broken off at the position 39.5mm, measured from the screw tip site. Traces of repeated use were visible around the break site into a length of 20mm. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the reported failure. All complaint relevant dimensions were measured, and fulfill the specifications. The (B)(4) certificates were checked and it was found that all used (B)(4) fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing site. Severe damages around the break point (deformations of the shaft thread and breakage) indicate a mechanical influence as the reason of the breakage. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 25.jan.2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair a pelvic fracture on (B)(6) 2017. During fixation of the curved pelvic reconstruction plate, as surgeon was inserting the cortex screw, the head of the screw was broken. Removal instruments were not available, so the anterior cortex was removed utilizing a k-wire and a laminectomy rongeurs. The broken piece of the cortex screw was removed utilizing long-nose pliers. Surgeon then inserted a newly opened cortex screw that was approximately 5 mm longer than the first. Surgeon stated the fixation was stable. Surgery was completed successfully with a delay of approximately 20 minutes and with no harm to patient. Concomitant devices reported: 3.5mm 12 hole curved pelvic reconstruction plate142mm (part number unknown, lot number unknown, quantity 1), k-wire (part number unknown, lot number unknown, quantity 1), laminectomy rongeurs (part number unknown, lot number unknown, quantity 1), long-nose pliers (part number unknown, lot number unknown, quantity 1). This report is for one (1) 3.5mm titanium cortex screw 45mm. This is report 1 of 1 for (B)(4).